Event description:
It was reported that during a lap low anterior resection, the rotate knob had a difficulty in being rotated. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed one conforming clip and one unformed clip was fed due to an anti-backup failure; the device did not lock out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and upon disassembling the ratchet pawl and the ratchet pawl spring were found to be out of position causing the anti-backup and lockout mechanism failures. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.